Event description:
Customer stated that nothing would exit from the tubing while attempting to prime. During troubleshooting of the leadscrew nothing exited even through the drive mechanism was moving up and down.